Event description:
It was reported that the patients battery had difficulty charging the ipg. The patient underwent a replacement surgery and doing well post operatively. The explanted device was not released by the hospital facility.